Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and an inappropriate shock due to a slow ventricular tachycardia (vt) with right atrial under sensing. Also, the atrial pacing cross chamber blanking, under sensed some of the ventricular tachycardia (vt) beats in redetection which slowed therapy by a couple of beats. Different programming options were recommended for this crt-d that remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.